Event description:
Per the clinic, the patient experienced headaches and pain with and without device use. The patient was prescribed augmentin on (B)(6) 2013, to treat clinical symptoms. The implanted device remains.

Manufacturer narrative:
This report is filed on 28 feb 2014.

Manufacturer narrative:
Per the clinic, the patient received kenalog injections (dosage not reported) on (B)(6) 2012, and (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4) implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013; during the same surgery, the patient was reimplanted with another manufacturer's device. This report is filed october 17, 2013.